Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 350 mg/dl and insulin injections were administered to stabilize the bg. The customer thought that the insulin "suffered heat degradation" due to a 4 hour bike ride with the pump partially exposed to the sun. The customer changed the pump supplies and used a new vial of insulin. Insulin delivery was resumed.